Event description:
It was reported that the insulin pump was not working properly and was suspending insulin delivery. The caller stated that the insulin pump kept suspending insulin delivery every time she went to take a second dose of insulin. The blood glucose reading was not provided, as the call was dropped prematurely. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.